Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3. The home patient (hp) was connected to the hc. The technical service representative (tsr) had the hp cycle power to the hc to end therapy. The tsr advised the hp to start over with new supplies. The hp did not disconnect during therapy and the bags were all connected properly. There were no extension lines used and no open clamps on unused supply lines. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4).